Event description:
It was reported that an ilet user experienced an urgent low glucose alert that persisted and was acknowledged but not ended until later, with screenshots showing an alert occurrence and a concurrent sensor warm-up period; complaints sought details regarding a potential low blood glucose event, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included no hospitalization and routine use interruption only. Investigation included review of device logs, alert history, and an engineering assessment. Investigation of this case revealed that the alert predated a new sensor session and remained active until user acknowledgment cleared, with no device return requested by engineering; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.